Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.50 rebel stent was selected for use to treat the lesion. However, during unpacking, the distal part of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a rebel stent delivery system (sds) with stent. There were numerous kinks throughout the shaft of the device. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the distal end of the stent was damaged with bent and overlapping struts. The distal end of the stent was also stretched past the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.50 rebel stent was selected for use to treat the lesion. However, during unpacking, the distal part of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.